Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient recently had an MRI on (B)(6)2018, but the pump was not interrogated at that time. The hcp saw the motor stalled on (B)(6) 2018 and then 48 hours later there was a ¿stopped pump period may exceed tube set¿ message. The patient was doing fine and not experiencing symptoms of withdrawal. The hcp interrogated the pump again and then saw the ¿motor stall recovery occurred¿ message in the logs. No further complications were reported/anticipated.